Event description:
Major pump unit(s) involved: drive unit failure.specific component(s) involved: driveline malfunction.

Event description:
Major pump unit(s) involved: drive unit failure.additional text: driveline malfunction.specific component(s) involved: driveline malfunction.additional text: malfunction.causative or contributing factor: patient noncompliance in device maintenance and protection.intervention(s): other interventions.other intervention : clam shell clamp repair to the driveline.implant device type: lvad.